Event description:
During a follow-up for an unrelated alarm, the patient's relative stated the home patient expired. In (B)(6) 2011, the patient was hospitalized for an unreported reason and while hospitalized was diagnosed with acute pneumonia and sepsis. In (B)(6) 2011, the patient was discharged and the events of acute pneumonia and sepsis were ongoing. On (B)(6) 2011 the patient experienced fatal cardiac disease and fatal renal failure. The patient's relative reported the cause of death as due to renal failure and cardiac disease. It was not reported if the patient was hospitalized prior to the death, if remedial therapy was rendered, or if an autopsy was performed. Dianeal pd4 therapy was ongoing prior to or at the time of the patient's death.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cycler remote toolbox software (crt) version 8.800 was used to pressurize the device pneumatic system. Crt revealed no leak and all pressures were correct & stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. A digital multimeter(dmm) was used to measure the battery backup voltage. The reading was 4.50 vdc, which is out of specification. The pal evaluated the device and no failure, malfunction or iipv was identified that could have caused or contributed to the reported issue. Assignable cause: undetermined. Additional issue of: low battery message appeared on the display is unrelated to the reported issue. Assignable cause: battery backup dc voltage depleted. Review of the device history record dated (B)(6) 2008 shows the device was serviced and the pump was replaced. A two year review of the service history for this device shows that the device has not been returned for service. The device passed all tests and calibrations per homechoice service electrical safety test and homechoice service final test & calibration prior to its release from the (B)(6). No issues were identified that may have contributed to the reported issue of patient death. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.